Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Tandem technical support was performing system check, however the customer was unable to complete the check at the time of call. Customer changed pump supplies and resumed insulin therapy. Customers blood glucose was 250-300 mg/dl.